Event description:
The micropuncture kit was used to gain access to the left femoral artery. Upon removing the mpis kit the hub broke off and the catheter slipped into the artery. Add'l equipment was opened to snare and remove the catheter from the pt. This took a long time, but the cardiologist was able to remove it without further complications to the pt. Pt is doing fine. The broken device was removed from the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). One used catheter, microcatheter, snare, and separated mpis were returned. However, only the outer catheter of the mpis was returned, the inner catheter was not returned. An examination found the catheter was fractured approx 3 mm from the distal end of the hub. The material around the fractured area appeared to be slightly narrowed in diameter and elongated; which suggests that the catheter may have fractured due to excessive tensile load while a wire guide or the inner catheter remained through the lumen of the outer catheter. Qc personnel confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. In addition, it is confirmed the surface is clean and free of imperfections and the dimensions of the inner and outer diameters at a level one insp level. Based on the info provided and the results of our investigation, it is possible that the device encountered resistance beyond its design due to the pt's anatomy. We are continuing to monitor for similar complaints and have notified the appropriate personnel. Per quality engineering risk assessment, no further mitigating action is necessary at this time.